Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to error code 319: confirmed present in field logs (artemis), verifying the reported event occurred in the field. Visual inspection: no visible damage or issues found. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer reported non recoverable fault 319. Technical service engineer (tse) reviewed logs and found error has history on endoscope controller (ec). There was no report of patient involvement or patient injury.